Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image was displayed due to the failures caused from water immersion inside the cable and imaging unit. The cause of the water immersion could not be determined because the watertight test was passed. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the procedure was completed with a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a circuit board failure. Additional issues were identified during the device evaluation: the cable part was twisted, and the head main body was flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for a therapeutic procedure, the camera head experienced image failure. The image disappeared immediately after the power was turned on, and it became pitch black. The intended procedure was completed without delay. There were no reports of patient harm associated with this event.